Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, dronabinol was unavailable in the pyxis screen when there was stock available to retrieve. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, dronabinol was unavailable in the pyxis screen when there was stock available to retrieve. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system screen did not reflect the available stock, making the medication appear unavailable despite it being in inventory. A technical support specialist (tss) dialed into the server and ran a device inventory report confirming two entries for medication at station. Upon accessing the station directly, the device inventory report showed only medication 2.5mg was available. The customer later confirmed closure of the case, as the issue could not be replicated due to the stock being non refillable because of a supplier backorder. The system functioned as intended after the technical support specialist troubleshot the issue of the device.